Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medical science liaison reported on behalf of the customer that during a laser assisted cataract extraction with intraocular lens implant procedure the patient experienced a posterior capsule tear. The tear did not present until the removal of the cataract fragments. No intervention was required. Ocular viscoelastic device was used to maintain the capsular bag. The intraocular lens implant was placed in the capsular bag. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
This complaint file was reviewed by the clinical analyst, who stated the following: ¿the customer reported ¿that he believes the tear happened during the phacoemulsification step (the system, handpiece, and tip-sleeve). The tear was not seen until removing the fragmented cubes. The phaco tip could have nicked something or adhesion of a cortex, the cause is unknown. No vitrectomy was needed. Ophthalmic viscoelastic device (ovd) tamponade was able to maintain the bag and a 3 piece iol was implanted into the bag.¿ additional, related information was requested but was no obtained. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule.¿ no phaco tip was returned for evaluation for the report of a pc tear. Therefore, the condition of the product could not be verified. No consumable lot number was identified with this complaint. Therefore, a lot history review could not be conducted. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).